Event description:
The dealer states the unit has low o2. No alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that was not able to duplicate issue.

Event description:
The dealer states, the unit has low o2. No alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.